Event description:
The generator did not have sufficient power output while using a harmonic scalpel shear. After replacing the shear and the handpiece without success, the surgeon opened the pt to complete the procedure. The surgeon advised that the case was more successful by converting to open. No pt consequence reported.